Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to glenosphere disassociation.

Event description:
This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00154, 1038671-2017-00155, 1038671-2017-00157 and 1038671-2017-00158.

Manufacturer narrative:
The complaint products were received for analysis. The glenosphere disassociation reported was likely the result of glenosphere locking screw not being fully seated at the time of initial surgery. There has been no patient information provided; therefore, the patient risk/clinical factors cannot be assessed. Visual evaluation condition findings (conducted with a 7x or 10x optical) the broken glenosphere locking screw could have resulted from not being fully seated at the time of initial surgery. This would allow the screw to back out of the glenosphere over time and eventually shear under a greater load as the moment arm grew larger. The treads of the torque defining screw seem to be unremarkable and consistent with being successfully implanted. Liner- the worn and deformed liner appear consistent with contacting the glenoid plate and bone following the disassociation of the glenosphere. The deformed edges appear to be consistent with using a tool to remove the liner from the humeral tray during the revision surgery. Scratches on the inside edge of the returned glenosphere appears consistent with contacting the glenoid plate in-situ at an off-axis position as occurs when positioned on top of the baseplate rather than around the baseplate as intended. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The company is not aware of receiving any other complaint reports involving another part from this manufacturing lot of 500 (glenosphere), 650 (adapter tray), 600 (torque defining screw) and 250 (locking screw) pieces that have been in the field since 2015. Manufacturing data for the humeral liner could not be reviewed because the manufacturing lot/serial information was not provided. A review of the device history record showed that the glenosphere locking screw and glenosphere were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. In a review of the labeling -it is known that device specific risks consist of: fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The surgeon must be fully knowledgeable about all aspects of the equinoxe surgical technique and use the implants in accordance with the indications and contraindications. The surgeon must be fully knowledgeable about the surgical technique and trained according to the proper use of the system instrumentation and implants. This device is used for treatment not diagnosis. In the investigation of this complaint, additional information has been requested about patient and event. No additional information has been provided.